Event description:
It was reported that the blister packaging of the bd insyte¿ autoguard¿ bc shielded IV catheter was found opened during storage.

Manufacturer narrative:
Investigation: during DHR review one non-related qn was initiated during production where disposition, root cause and corrective actions were applied per control plan. All other challenge samples, set-up and in process testing were performed and all passed per specifications. Received 1 iag unit from lot number: 7062991 all components within were present and intact. The unit received was partially open at both ends the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material bd supplier oliver-tolas uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the oliver-tolas material or adhesive application is the root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blister packaging of the bd insyte¿ autoguard¿ bc shielded IV catheter was found opened during storage.